Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-125/dl fasting. Verified the strips expire 11/30/2016. Confirmed customer's test strips are being stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 76mg/dl on (B)(6) 2015 3:59pm and 76mg/dl on (B)(6) 2015 5:48pm.

Manufacturer narrative:
(B)(4). Product returned is under evaluation.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-125/dl fasting. Verified the strips expire 11/30/2016. Confirmed customer's test strips are being stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 76mg/dl (B)(6) 2015 3:59pm and 76mg/dl (B)(6) 2015 5:48pm.